Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Additionally, a cartridge was damaged at the t:lock connector. A cartridge change was performed resolving the alarm. Subsequently, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Additionally, customer's blood glucose was 43mg/dl, cause was reportedly unknown. Although requested, the customer declined additional troubleshooting.